Event description:
The unit was returned for svc because it was reported by the customer that the dump valve and airway pressure limit alarm were not functioning. The malfunction was identified by the repiratory therapist during testing prior to pt use. The unit was not in pt use and there was no reported harm. A repair eval was performed and confirmed the dump valve and alarm failure due to a disconnected potentiometer. The potentiometer was reconnected to correct the problem.